Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) unit during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber optic cable was found to be damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the fiber optic cable was damaged. To fix the issue, the fse replaced the fiber optic cable. The unit ran overnight with no registered codes. Moreover, the fse also replaced the safety disk at 6,000,000 cycle interval and tidal volume disk at 12,000,000 cycle interval. The fse completed the pm with full calibration, functional and safety checks to meet factory specifications. The unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) unit during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber optic cable was found to be damaged. There was no patient involvement, and no adverse event reported.